Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. Additional information was requested, and the following was obtained: how far from the anal verge was the tumor? -4cm. Did the patient receive any preoperative chemotherapy or radiation? - yes, folfiri/panitumumab. Were there any issues experienced with the device in the initial surgical procedure? - no what healthcare professional fired the device and what is his/her experience with the device? Dr. Slavova, routine experience with the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - yes. Was the device difficult to close? -no. Was the device difficult to fire? -no. Did the healthcare professional receive audible & tactile feedback when firing the device? -yes. Were the donuts inspected? If so, please describe. -yes, unremarkable. Was a complete transection of the white breakaway washer visually confirmed? ? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. ? Was a leak test performed? If so, what type and what was the result? Yes, bubble test negative. Was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? 4. How was the leak identified? Endoscopically. What was observed at the site of the leak upon reoperation? Dorsal anastomotic leak, ischemia of descending colon over a length of 12 cm. How was the leak addressed? Descendorectostomy was resected, hartmanns surgery, endovac therapy of blind rectal stump. What is the current status of the patient? Still in hospital, endovac therapy.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4 batch # 272c92. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how far from the anal verge was the tumor? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient received a rectum procedure after rectum carcinoma and the instrument showed no problems during usage, flawless when used! The patient presented with severe abdominal pain and an acute abdomen on the 4th day postoperative after undergoing rectal resection and colorectal anastomosis he was brought to the or immediately and hartmann's operation was performed. Anastomotic leakage. No pre existing comorbidities. Pre-op lab results showed mild anemia. Outcome of the event ongoing.